Event description:
Tens unit purchased under direction from my doctor. The thing did nothing to help with pain then shocked me.

Event description:
Additional information received on 11/8/2024 for report mw5160624 to update procode and manufacturer.